Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter stated that the pump repeatedly emitted replace battery alarms. The battery was allegedly replaced and the alarm recurred. During troubleshooting, the pump inaccurately displayed the power remaining in the battery. The alarm history showed replace battery code 128-fb88. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/24/2014-device evaluation: the pump has been returned and evaluated by product analysis on 02/08/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated that no data was recorded on the event date. One cs 128-fb88 call service alarm was observed in the available data. No evidence of excessive battery usage was found in the device history. The battery compartment was intact with no damage or evidence of moisture ingress. The battery cap fully secured to the pump; a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress, damage, or intermittent contact was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.